Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.